Event description:
The patient underwent primary tka on (B)(6) 2008. 4 years after the primary ope, the tibial component became loose and leaned medially. In (b)(46 2015, the patient underwent revision surgery and all components were removed. Activity level is normal. The patient does not do sport, though he walks in the swimming pool. The patient have not got injured and fallen down. Additional information: the revision was performed due to infection.

Manufacturer narrative:
An event regarding loosening involving a scorpio series 7000 baseplate was reported. The event was confirmed. Method & results: device evaluation and results: damage was observed on the proximal surface of the baseplate. No bone cement was observed on the underside of the baseplate. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. There is no indication the event was related to device design, materials, or manufacturing. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact root cause of the reported baseplate loosening could not be determined as insufficient medical records were provided. There is no indication the event was related to device design, materials, or manufacturing. If additional information becomes available, this investigation will be reopened.

Event description:
The patient underwent primary tka on (B)(6) 2008. 4 years after the primary ope, the tibial component became loose and leaned medially. In (B)(6) 2015, the patient underwent revision surgery and all components were removed. Activity level is normal. The patient does not do sport, though he walks in the swimming pool. The patient have not got injured and fallen down. Additional information: the revision was performed due to infection.

Manufacturer narrative:
The following other devices were also reported in this report: nrg knee p/s nrg bearing insert size; cat# 82-3-0908; lot# 21549901, scorpio nrg ps femoral #9 right; cat# 81-4409r; lot# m03mdd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. When completed, the investigation results will be submitted in a supplemental report.